Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. An incomplete prime is a known cause of a system error 2240 alarm. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm and had not disconnected prior. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The care giver and the home patient (hp) stated that the patient line did not prime completely. No patient extensions were in use. The technical service representative (tsr) advised the hp to start over with all new supplies. The hc was operational. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.